Manufacturer narrative:
(B) (4) - required intervention. Evaluation, results: (graft occlusion) - operational context contributed to event (limbs were deployed crossed slightly anterior-posteriorly).

Event description:
A talent abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology were not reported. It was reported that the limbs were deployed slightly crossed anterior and posteriorly. Two weeks later, the patient presented emergently with leg pain and a limb occlusion in the area of the non stented segment of the ipsilateral limb of the bifurcated graft was noted. This area was found compressed; however, it was not related to the anatomy. Two aneurx limbs were implanted the next day and successfully restored patency to the ipsilateral limb. No additional clinical sequelae were reported and the patient is fine.

Event description:
Additional information was received for this case. A recent CT demonstrated that the talent stent graft patient has migrated distally 10 mm migration with a proximal type I endoleak. The cause of the stent graft migration was due to disease progression with the aortic neck dilatation to 35 mm in diameter. The physician implanted an endurant aortic cuff to treat the migration and endoleak, however the endoleak did not resolve. The physician elected to convert the patient to an open surgical repair on an unknown date. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation, results: (B)(4) inherent risk of procedure (endoleak, migration, surgical repair), (B)(4) patient's condition affected effectiveness of device (disease progression with aortic neck dilatation). Evaluation, conclusion: (B)(4) device failure/lack of effectiveness related to patient condition (disease progression with aortic neck dilatation).